Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced prolonged hyperglycemia after announcing a ¿more than meal¿ for mexican food despite not having established typical meal announcements, and the agent recommended a site change using a contact detach infusion set and provided education on meal announcements to establish a dosing baseline. Symptoms included elevated glucose with a reported peak of 351 mg/dl while the patient reported feeling okay. Outcomes included no medical intervention, no ketone testing, and no backup therapy use. Investigation included troubleshooting and user education on correct meal announcement practice. Investigation of this case revealed use error related to incorrect meal sizing and lack of established baseline meal announcements as the likely contributors to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user error due to inappropriate meal announcement behavior.